Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during basal and priming. Blood glucose level at the time of the incident was not provided. The customer also reported that he changed the infusion set four times in an attempt to stop the no delivery alarms. Troubleshooting could not be performed as this was a past event. The customer was advised that the reservoir would be replaced but did not have the products to return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.